Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Mother reported the self-adhesive on the infusion sets is defective and the infusion sets leak insulin. The customer experienced elevated blood glucose as a result. No adverse event was reported. The alleged product was requested for evaluation.